Event description:
Six months after a patient received a cypher 3.0 x 23mm stent to the left anterior descending artery a follow up coronary angiogram was conducted and a stent fracture was observed inside the cypher. The physician elected not to conduct any treatment since restenosis was not noted with this event. Anti-platelet therapy given at the time is unknown. No further details are known. Additional information will be submitted 30 days upon receipt. Please note that this device (lot no. Unk) is distributed outside the united states: however, it is similar to the united states distributed product.